Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited an unspecified malfunction. The patient wanted to have the ipp replaced, however their insurance career would not cover the procedure. The ipp remains implanted in the patient, and a replacement surgery has not been scheduled. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited an unspecified malfunction. The patient wanted to have the ipp replaced, however their insurance career would not cover the procedure. The ipp remains implanted in the patient, and a replacement surgery has not been scheduled. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.